Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image on the camera head. The issue was found during routine inspection and there were no reports of patient harm.

Event description:
It was reported that there was no image on the camera head. The issue was found during routine inspection and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation found the coupler had corrosion and rust, dirt accumulation inside the charge-coupled device lens, white spots on the image, and corrosion of charge-coupled device. Based on the results of the investigation, it was determined that the product specifications were met. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.